Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, before a surgery, when the screwdriver was checked, something like blood seeped out from the connection part of the screwdriver between the handle part and shaft part. The screwdriver was not used in the surgery because it was not needed. This report is for a screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date of event is unknown. It was discovered on (B)(6), 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.